Event description:
Following the removal of the enteral feeding device the pt, age and gender unk, was diagnosed with peritonitis. The peg kit had been previously opened but not used. It was sterilized and inserted into the pt. The next day the physician adjusted the outer bumper and he realized that the inner bumper became displaced so the entire system was removed. No further info has been made available.